Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator changeout due to normal elective replacement indicator, lead noise was detected on the right ventricular lead. Defibrillation threshold testing with the new device also detected lead noise. The lead was capped and replaced. The patient was discharged.